Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that the high out-of-range impedances recurred along with oversensed noise resulting in inappropriate mode switching. Surgical intervention was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this lead exhibited high out-of-range impedance measurements. The physician elected to perform high rate pacing for approximately 60 seconds which restored normal impedance measurements. No adverse patient effects were reported. The lead remains remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break at the distal end of the terminal pin.